Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that the patient experienced myocardial infarction (mi) and stent thrombosis occurred. In november 2010, patient presented with a known coronary artery disease and was hospitalized for a planned coronary angiography which revealed a 95% stenosed, de novo target lesion located in the distal right coronary artery (rca) with a reference vessel diameter of 2.5 mm and lesion length of 12 mm. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 2.50 mm x 16 mm promus element stent resulting to 0% residual stenosis. 10 days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient's cardiac enzyme values (peak troponin I: 0.052 ng/ml, uln: 0.0.40 ng /ml) were found to be elevated and site has reported an event of mi. ECG was performed (type of mi- inferior q-wave) and it was observed that the subject experienced ischemic symptoms. On the same day, coronary angiography revealed stent thrombosis in the distal rca and was considered resolved on the ame day without residual effects. Six days post-procedure, mi was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the stent thrombosis in the distal rca was treated with thromboaspiration and placement of a drug-eluting stent.